Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined (B)(4) no longer apply to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary incontinence. It was reported that they had the implant done on the day of the report and reported voiding frequently after the procedure. On (B)(6) 2017, a healthcare professional (hcp) reported that the cause of the frequent voiding was determined to be a urinary tract infection. They treated the infection with antibiotics.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the healthcare professional (hcp) reported that the indications for use for the implanted device were urinary frequency/urgency and fecal incontinence. The cause of the uti was unknown although it was noted it was most likely related to the patient¿s underlying urinary dysfunction. It was also reported that the uti was not related to the ins device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the uti was not observed at pre-op testing. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.